Event description:
A medtronic representative reported that while in a neurosurgical case, according to the surgeon, the data did not accord to the images. Reported pt outcome was positive.

Manufacturer narrative:
Patient info unavailable at the time of this report. Device MFR date not available at this time. Medtronic investigation is not complete at this time.